Event description:
It was reported by the user site that prior to a 3dimensions mammography system procedure on (B)(6) 2025, the c-arm of the device continued to move after switch release. No patient or user impacted was reported. A hologic field service engineer (fse) was dispatched to assess the device and investigated all of the switches. The fse tested all device switches, including the gantry c-arm, the footswitch, compression, c-arm rotation, and vertical travel of c-arm and reported that they found no issues. The fse went through all 3dimensions mammography system viewpoints and reported that they found no faults. The fse checked back with the customer and found no further issues with the device. No further information is currently available.